Event description:
Customer reported that the insulin pump alarmed motor error and button error during normal used. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test, due to prime anomaly. Unit was received with currents in specification no low battery alarms or motor error alarms noted.